Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was confirmed inside the light guide lens, but the foreign object could not be identified. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. It is likely that the adhesive around the light guide lens has peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used, and moisture entered the light guide lens. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a broken bowden cable. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material in the light guide lens, other evaluation findings are as follows: the control unit was discolored; there were scratches on the universal cord, the grip and the switch box; the air/water cylinder and the suction cylinder had no color; the electrical connector was dirty due to water leakage; the forceps did not rise up at all due to a cut on the knob wire; the connecting tube had a buckling; the adhesive around the objective lens was worn; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.